Event description:
It was reported that bd alaris secondary set separated. The following information was received by the initial reporter with the verbatim: good day, bd- spartanburg regional has had a quality issue with item# 10016073. This is a carefusion product but they are purchased through bd. Ref (B)(4), lot (10)23079121 the end user has had at least 4 in the past month where they have separated at the drip chamber.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of four separations at the drip chamber in the past month could not be verified due to the product not being returned for failure investigation. Device history record review for model 10016073 lot number 23079121 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 21jul2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.